Event description:
During setup of the machine, there was an error 61 shown on the screen. The machine was removed from service and replaced with another one. There was no patient injury of delay in providing therapy. Error 61 pertains to a loss of power to the cooling fan for the computer. This is a low priority alert that does not elicit an audible alarm and the unit is apparently still functional. Powering off the machine and restarting will clear the message. We've seen at least 4 machines display this problem. Manufacturer response for ventilator, (brand not provided) (per site reporter): manufacturer sent a field service technician to evaluate the unit. It was operated continuously for two days without further notifications of error code.